Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with a bacterial infection. Prior to sensor insertion the area was cleaned with alcohol. The patient developed redness and an infection under the sensor pod. The patient had itching sensation in the area. The patient received a prescription for an oral antibiotic (flucloxacillin 500 mg tablets 4 times per day). At the time of the report, the patient was doing fine. No additional patient or event information is available.

Event description:
(Flucloxacillin 500 mg tablet once per day for 4 days).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "(flucloxacillin 500 mg tablets 4 times per day)."